Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had difficulty in deflating foley balloon. Per mail via attachment on 6june2025, product catalog number a319516am was provided. They had the catheter that could not be deflated red bagged in their office.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual: received one (1) used temp sensing foley catheter without original packaging. Visual inspection noted the catheter return dismantled and cut into multiple parts. Unable to test sample for the reported event due to poor sample condition. A labeling review is not required because event was not confirmed user-related. Unable to perform a DHR review since the lot number was not provided. Based on the investigation results, and no additional action is required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had difficulty in deflating foley balloon. Per mail via attachment on 6june2025, product catalog number a319516am was provided. They had the catheter that could not be deflated red bagged in their office.